Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the resistance and puncture was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the guidewire could not be inserted when using a microcatheter. After multiple attempts, the guidewire could not be inserted even after in vitro attempts. After replacing it with the same model of product, the guidewire was inserted normally and the surgery was completed. There was catheter puncture (guidewire/stylet). The damage location was the proximal section. There was friction or difficulty during insertion of the guidewire/stylet. There was no kink or damage on the guidewire/pushwire/stylet. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery.

Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within a dispenser coil. The unknown guidewire involved in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. Dried saline was found within the hub. No damages or irregularities were found with the echelon-10 micro catheter body, distal tip, or marker bands. No breaks or punctures were found throughout the micro catheter body. Testing/analysis: the echelon-10 total length (measured to the proximal marker band) was measured to be ~153.0cm and the useable length (to the proximal marker band) was measured to be ~144.9cm, which is within specification (specification: total (ref) = 152cm, usable = 144cm ± 1.5cm). The echelon-10 micro catheter was flushed, and water was found to exit the tip only, dissolving the dried saline found in the hub. An in-house guidewire was inserted into the echelon-10 hub, through the micro catheter body, and out the distal tip with no resistance encountered. Conclusion: based on the device analysis and reported information, the customer report of ¿catheter resistance¿ and ¿catheter puncture (gw/stylet)¿ could not be confirmed. No damages/punctures were found with the micro catheter body, and water was found to not leak out of any location throughout the entire length of the micro catheter. In addition, in-house resistance testing found no resistance using an in-house guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.